Event description:
It was reported that during a percutaneous intervention a balloon rupture occurred. Vascular access was obtained by a contralateral approach from the vein side. The 70% stenosed lesion was located in an anastomosed area of a shunt located a non-calcified, moderately tortuous right antebrachium. An unknown manufacturer's introducer sheath was inserted. The 6.0 x 40, 40cm mustang balloon catheter was selected for use and advanced to the target lesion. The balloon was inflated three times at 15atm, 10atm and 24atm. On the fourth inflation the balloon ruptured at 26atm. The balloon was removed intact with the introducer sheath and it was noted that there was longitudinal damage to the balloon. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. Vascular access was obtained by a contralateral approach from the vein side. The 70% stenosed lesion was located in an anastomosed area of a shunt located a non-calcified, moderately tortuous right antebrachium. An unknown manufacturer's introducer sheath was inserted. The 6.0 x 40, 40cm mustang balloon catheter was selected for use and advanced to the target lesion. The balloon was inflated three times at 15atm, 10atm and 24atm. On the fourth inflation the balloon ruptured at 26atm. The balloon was removed intact with the introducer sheath and it was noted that there was longitudinal damage to the balloon. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 33mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip and is turned out over the tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error as the balloon was inflated past its rated burst pressure. (B)(4).